Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. Pathum thani, thailand, registration number: (B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the crushed stent. It was concluded that the event was not attributed to product quality. Instructions for use (IFU) states: [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex coronary artery with moderate tortuosity and moderate calcification. A 2.25 x 23 mm stent delivery system (sds) was advanced; however, could not cross the lesion due to meeting resistance with a previously crushed stent in the proximal circumflex artery. On attempting to remove the sds, resistance with a guide catheter extension, a guide catheter and the anatomy was met and the stent dislodged. A balloon dilatation catheter was advanced to crush the stent into the vessel wall. The tip of an asahi guide wire became trapped behind the crushed stent and when the guide wire was attempted to be removed with no reported force, a tip separation occurred. A stent was deployed to embed the dislodged stent further into the vessel wall and trap the tip of the separated guide wire. The procedure was completed with the successful deployment of a 2.5 x 18 mm stent at the target lesion. The patient was reported to be doing well post procedure. On march 11, 2019, medwatch uf report #(B)(4) was received by the us distributor. It was reported that when attempting to pull back on the guide wire, the tip of the wire sheared off into the vessel. The physician stented over the undeployed stent and the tip of the guide wire. While trying to stent the lcx, there was a perforation of the distal lcx. The physician was unable to stent over the perforated area. On march 14, 2019, additional information was received from the user facility via the us distributor. It was reported that the target lesion was in the distal om2, tortuous vessel. The guide wire went in as a buddy wire. The first balloon and stent went over the guide wire. After the stent was inserted into the left main, before deployment, the physician pulled the guide wire back and the wire sheared. The newly delivered stent came off the delivery catheter in the proximal left circumflex extending to the left main trunk. It appeared to have become entangled in the proximal potion of a previously deployed stent which appeared to be crushed from a previous procedure. Whether or not there was a true perforation was unclear. They had a guidezilla down and they were uncertain if they were in a true lumen or the dissection plane. The contrast did not appear to reflect a true typical staining effect. The patient was discharged home after the procedure.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device investigation could not be performed because the device was discarded by the user facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the crushed stent. It was concluded that the event was not attributed to product quality. Instructions for use (IFU) states: warnings- observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; warnings- if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, malfunction and adverse effects- separation of the guide wire.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex coronary artery with moderate tortuosity and moderate calcification. A 2.25 x 23 mm stent delivery system (sds) was advanced; however, could not cross the lesion due to meeting resistance with a previously crushed stent in the proximal circumflex artery. On attempting to remove the sds, resistance with a guide catheter extension, a guide catheter and the anatomy was met and the stent dislodged. A balloon dilatation catheter was advanced to crush the stent into the vessel wall. The tip of an asahi guide wire became trapped behind the crushed stent and when the guide wire was attempted to be removed with no reported force, a tip separation occurred. A stent was deployed to embed the dislodged stent further into the vessel wall and trap the tip of the separated guide wire. The procedure was completed with the successful deployment of a 2.5 x 18 mm stent at the target lesion. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.